Manufacturer narrative:
Initial.

Event description:
It was reported that a user attempted to pair a new dexcom g7 continuous glucose monitor (cgm) sensor with the ilet and received an ¿error code not accepted¿ message because the ilet was set to dexcom g6, resulting in an incorrect pairing attempt. No adverse clinical symptoms reported and no alarms. Outcomes included successful pairing after selecting the correct sensor type and proceeding to the standard warmup period, with no medical intervention or hospitalization. User support included troubleshooting and user education performed by support to verify device settings and correct the sensor type configuration. Investigation of this case revealed user setup error during sensor pairing, resolved by selecting the appropriate dexcom g7 setting on the ilet, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device configuration.